Manufacturer narrative:
Follow up information received on 28-jan-2016: essure device breakage questionaire received. Essure was inserted on (B)(6) 2015, lot number c3529. The events occurred during placement. Catheter was not released from tube. During placement of first implant device was inserted in right tube and catheter would not release. The instruction for use were followed with no deviation. Essure was not removed. There was no injury for the patient. The outcome was unknown and device was not available for return. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure, physician could not remove catheter or the scope. The tube clamped down and stretched out. Catheter wire stretched. Physician cut the catheter wire outside of dry flow introducer and used scissor to cut coils. A piece remained in the cavity. The reported events are listed in essure's reference safety information. During difficult insertions essure placement may be unsuccessful. In this particular case, essure insertion was complicated by a device deployment issue and physician had to cut the device in order to remove essure catheter and the scope. A product technical analysis will be requested for further evaluation of the events. However, considering they occurred in association with essure placement, they were considered as related to the suspect insert. Except for the reported device misuse (physician cut the insert), which was considered unrelated due to its nature. This case was regarded as other reportable incident as although the events did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. An updated ptc analysis is expected (lot number provided upon receipt of breakage questionnaire).

Event description:
This a spontaneous case report received from a medical doctor in united states on 12-nov-2015 which refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion on (B)(6) 2015 for permanent contraception. Physician went to insert and could not remove catheter, tube clamped down and stretched out. Catheter wire stretched and hcp could not remove scope. Hcp cut the catheter wire outside of dry flow introducer and used scissor to cut coils. There was still a piece, a foreign body in cavity. Ptc investigation result was received on 01-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure, physician could not remove catheter or the scope. The tube clamped down and stretched out. Catheter wire stretched. Physician cut the catheter wire outside of dry flow introducer and used scissor to cut coils. A piece remained in the cavity. The reported events are listed in essure's reference safety information. During difficult insertions essure placement may be unsuccessful. In this particular case, essure insertion was complicated by a device deployment issue and physician had to cut the device in order to remove essure catheter and the scope. A product technical analysis will be requested for further evaluation of the events. However, considering they occurred in association with essure placement, they were considered as related to the suspect insert. Except for the reported device misuse (physician cut the insert), which was considered unrelated due to its nature. This case was regarded as other reportable incident as although the events did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. Follow-up information is being sought.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow up 06-may-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship of medical events with a quality defect is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure, physician could not remove catheter or the scope. The tube clamped down and stretched out. Catheter wire stretched. Physician cut the catheter wire outside of dry flow introducer and used scissor to cut coils. A piece remained in the cavity. The reported events are listed in essure's reference safety information. During difficult insertions essure placement may be unsuccessful. In this particular case, essure insertion was complicated by a device deployment issue and physician had to cut the device in order to remove essure catheter and the scope. A product technical analysis will be requested for further evaluation of the events. However, considering they occurred in association with essure placement, they were considered as related to the suspect insert. Except for the reported device misuse (physician cut the insert), which was considered unrelated due to its nature. This case was regarded as other reportable incident as although the events did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. Based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship of medical events with a quality defect is not applicable

Manufacturer narrative:
Ptc investigation result was received on 01-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure, physician could not remove catheter or the scope. The tube clamped down and stretched out. Catheter wire stretched. Physician cut the catheter wire outside of dry flow introducer and used scissor to cut coils. A piece remained in the cavity. The reported events are listed in essure's reference safety information. During difficult insertions essure placement may be unsuccessful. In this particular case, essure insertion was complicated by a device deployment issue and physician had to cut the device in order to remove essure catheter and the scope. A product technical analysis will be requested for further evaluation of the events. However, considering they occurred in association with essure placement, they were considered as related to the suspect insert. Except for the reported device misuse (physician cut the insert), which was considered unrelated due to its nature. This case was regarded as other reportable incident as although the events did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. Follow-up information is being sought.